Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. Based on the information provided, a definitive cause for the reported issue could not be determined. In this case, it is possible this was a multiple access site procedure, wherein a perclose device caught a sheath with a needle and threaded the sheath with the suture. When the sheath was removed, its distal section separated. However, this cannot be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3: estimated date. D4: the UDI is unknown as the part and lot number were not provided.

Event description:
It was reported that this was a closure using perclose relative to an unspecified procedure. Reportedly, surgical removal of sheaths from the groin was performed after the sheaths were torn by the needle. No additional information was provided.